Manufacturer narrative:
N/a.

Event description:
The following has been reported: the device shows the battery as empty and no matter how many times it is connected, it does not charge. There is a patient involved. There were no negative consequences for the patient. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.